Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported no audio on the mx40 device. Although not known specifically, it is considered that the speaker failure occurred while the device was not connected to the central station (off network) or it was placed in monitor mode by the clinician, when audible alarm indicators were expected. In the presence of life-threatening events when no sound is audible, serious injury and/or death can occur. There was no report of patient injury or harm.